Event description:
The pt tested pt's blood glucose on the suspect device and obtained a result of hi at 10:00am. Pt's took pt to the hosp at 10:30am. Pt passed away at 12:30pm. Pt was diagnosed with dehydration and had a heart attack associated with diabetes.